Event description:
It was reported the device was used during a laparoscopic bowel procedure. It was reported by the affiliate that a week later, the surgeon found a minor leak from the anastomosis. Add'l info received on 6/10/97. It was clarified that the surgeon found the leakage with a CT scan when the pt had a fever. A re-operation has not been created and the surgeon has ordered the pt on complete bed rest (under observation). The affiliate stated that "co is not sure what kind of medication was given to the pt".